Manufacturer narrative:
OEM htl manufacturer, bd corporate facility used. OEM htl manufacturing site, bd corporate facility used. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported while using the bd microtainer® contact-activated lancet, it was noticed that there was a cap missing from a lancet leaving the blade exposed approximately "2mm".